Event description:
Plaintiff's lawyer reported that pt allegedly was implanted with an ams elevate anterior and apical (lot no. Unk and ref. No. Unk) and also a cl medical I-stop (lot no. Is-11-33, ref. No. (B)(4)). No additional info was provided regarding the event or problem. At the time of the event, this adverse event was not reported because it arises from a lawsuit, which was subsequently voluntarily dismissed as against cl medical. This report is retrospectively addressing the medical device reporting criteria. It is logged as a 30-day report but the timelines for this report are exceeded.